Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia(abnormal bleeding)") and genital haemorrhage ("heavy bleeding/ bleeding for 3-4 weeks blodd clots") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included myopia and gerd. Concomitant products included allopurinol (elavil), hydrocodone bitartrate;paracetamol (anexsia), leuprorelin acetate (lupron), metformin, minocycline hydrochloride (minocin), misoprostol, omeprazole (prilosec), phenazopyridine hydrochloride (pyridium), salbutamol and tranexamic acid (lysteda). On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines/headaches"), headache ("headaches/migraines"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In 2015, the patient experienced hair growth abnormal ("hair growth"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation on (B)(6)2012 and salpingectomy (bilateral removal of fallopian tubes)& hystrectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and weight increased had resolved and the menorrhagia, hair growth abnormal, bacterial vaginosis, migraine, headache, endometriosis, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hair growth abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet-events hormonal changes describe: hair growth,abnormal bleeding(vaginal, menorrhagia), bacterial vaginosis, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis,nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.